Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The father stated that the cannula was bent, but the insulin pump never gave a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the high pressure test. However, the father did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.